Event description:
It was reported that there was error 76 (inlet water temperature sensor out of range ¿ low resistance) in an arctic sun device. Per follow up information received via mail on 26sep2024, it was reported that the device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. Section e: initial reporter phone: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The photo sample was visually evaluated and confirms the reported issue, as it shows a screen displaying alarm 76. Customer will scrap the device. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: e, f, h. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error 76 (inlet water temperature sensor out of range ¿ low resistance) in an arctic sun device. Per follow up information received via mail on 26sep2024, it was reported that the device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement.